Event description:
It was reported that alert was triggered due to the right ventricular automatic thresholds detected as greater than the programmer amplitude or suspended. The pacing threshold showed a gradual increase and baseline right ventricular noise was seen. There was also a reported recent drop in the right ventricular pace impedance measurements and atrial undersensing was observed. The reported alert will not be triggered util the device is interrogated by the programmer. No adverse patient effects were reported. The device remains implanted.